Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a reading of 280 mg/dl at 3:42 p.m. On their contour plus meter. The customer experienced a hypoglycemic event. The customer stated that he was confused and had a seizure. The customer's hypoglycemic event was managed by his wife. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Event description:
The customer from mexico reported that he obtained a reading of 280 mg/dl at 3:42 p.m. On their contour plus link 2.4 meter. The customer experienced a hypoglycemic event. The customer stated that he was confused and had a seizure. The customer's hypoglycemic event was managed by his wife. No further event details were provided.

Manufacturer narrative:
Section b5 of the report indicated that the meter involved during the event was contour plus. The actual meter involved during the event was contour plus link 2.4 meter. The contour plus link 2.4 meter is not marketed in united states. However, the device is similar to contour next link 2.4 meter with the product code nbw and 510 (k) # p150001, which is marketed in the unites states. Sections b5 and g4 have been updated.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour plus link 2.4 meter was tested with the in-house contour plus test strips from lot#: 9lqhd13a using a blood sample, which gave a satisfactory performance.